Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced blue fiber cable to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a message occurred stating that the patient side cart (psc) drive and boom were disabled, and a 319 fault occurred. The technical support engineer (tse) had the customer perform a hard power cycle of the psc, with no change. The tse reviewed the system logs and found errors 319 and 324. The customer performed multiple hard reboots of the system, with no change. The customer swapped out the psc to continue the procedure. There were no reports of patient involvement.